Manufacturer narrative:
The following was returned for complaint investigation: -one used partial list# 42801-05, transpac¿ it monitoring kit, 84" pressure tubing, 3ml flush device, un-bonded macrodrip; lot# unknown. The issue of 'increasing pressure alarms' was not confirmed. No visual anomalies were observed. When the transpac was electrically tested, and a wave form was able to be zeroed with the waveform visible on the monitor. The transducer was tested for 1 hour and was able to obtain a reading. When the sample was tested for a continuous flow rate when the squeeze flush is in an inactivated state, the sample passed the continuous flow rate. The product had performed per the specifications. A review of the device history record is pending at this time. A supplemental emdr will be submitted when it becomes available.

Event description:
The complaint/event involved a transpac¿ it monitoring kit, 84" pressure tubing, 3ml flush device, un-bonded macrodrip that reportedly generated an arterial line dampened waveform during infusion. There was no human harm associated with this reported complaint/event.